Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose level was over 500 mg/dl. The customer was treated with fluid and insulin drip. The customer experienced symptoms like vomiting and dehydration. Customer has been visited to emergency room. Customer also stated that the cannula was bent. The customer declined troubleshooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.